Event description:
The ge oec 9800 fluoroscopy system reportedly made a "popping" sound and shut off. It was also reported that the cine runs were mis-labeled.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the touchscreen and iris collimator. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.